Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet china has previously repaired/evaluated electric dermatome serial number (B)(6) one time as documented in the repair reports in livelink. The last repair was may 12, 2016 where it was reported that the device does not work and the vespel bearings, screws, semi-circle shaft bearings, switch, motor, and plug harness assembly were replaced. This is not a related issue. On january 25, 2019, it was reported that the handle power was insufficient and the skin was not smooth. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. Product review of the electric dermatome by zimmer biomet china on march 8, 2019 revealed that the motor speed was below specifications. The calibration was out of specifications at all settings and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet china on march 8, 2019 which included replacement of the vespel bearings, semi-circle shaft bearings, screws, motor, needle bearing, spring seal, harness assembly plug, seal/strain relief, motor seal, and switch. Electric dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Rga number na, dated na. Although the reported event was confirmed during the inspection of the device, and the device was noted to be functioning as intended after the unit was repaired, it cannot be determined from information provided what caused the handle power to be insufficient. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Electric dermatome handle power was insufficient and the cut was not smooth. An alternate product was used to complete the surgery. No adverse events were reported as a result of this malfunction.